Event description:
It was reported that the left ventricular lead dislodged. The patient presented for a scheduled procedure and the lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.